Event description:
It was reported to philips that the device did not recognize the external paddle. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic replacement of the external paddle. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddle, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.